Event description:
Per "ae" report: the pt experienced headaches and vomiting. CT showed a lesion in the brain that was thought to be a cerebellar infarct. MRI confirmed the cerebellar infarct and indicated ischemic injuries. The pt was told that pt had 3 "mini-strokes", age undetermined, and at least one recently, either intraoperatively or perioperatively. Pt continued to have 2-3 minutes episodes of elbow to hand weakness that resolved independently and was maintained on regular anticoagulation. "Tte" on 04 feb 2000 was normal.